Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements and oversensed noise. A lead fracture was suspected. The patient is not dependent and was asymptomatic. The lead was electrically deactivated and remains implanted. No further intervention is expected.